Manufacturer narrative:
B5: incision enlargement was performed. Lens was replaced on 24 oct 2021 with a shorter length lens and problem was resolved. Reportedly, "ecellent quality of vision, vault issue resolved." Cause was reported as device: "very high vault immediately post-op, needed to replace with smaller lens." Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm513.7, -4.00/1.0/103 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown.reportedly, a lens replacement to a shorter lens is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.